Manufacturer narrative:
(B)(4). Possible product code provided as r691g. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the date of the procedure? What tissue was the mersilene suture used on? Can you verify the mersilene suture code was r691g? Can you identify the lot number of mersilene suture? What was the condition of the tissue during initial procedure? How was suture placed (continuous or interrupted)? What post procedure date did the patient present with symptoms? What were the patient symptoms? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture found intact and pulled away from the tissue? Was the suture found broken? If so, where along the suture line? What are the patient age, gender, weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event? What is the patient current condition?

Event description:
It was reported that a patient underwent an ent/ ear procedure on unknown date and suture was used. The patient returned to facility on unknown date post operatively. A second procedure was performed on an unknown date. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the name of the procedure? Otoplasty, bilateral what was the date of the procedure? (B)(4) 2017 what tissue was the mersilene suture used on? Cartilage of the external ear can you verify the mersilene suture code was (B)(4)? Yes it was can you identify the lot number of mersilene suture? (B)(4). What was the condition of the tissue during initial procedure? Healthy tissue in adolescent male how was suture placed (continuous or interrupted)? Interrupted what post procedure date did the patient present with symptoms? (B)(4) 2017 what were the patient symptoms? Loss of ear position; loss of anti-helical fold what was the date of the second procedure? (B)(4) 2018 can you describe the appearance of the suture during the second procedure? Yes was the suture found intact and pulled away from the tissue? No was the suture found broken? If so, where along the suture line? Broken along the anti-helical fold what are the patient age, gender, weight, prior medical history? (B)(4) lbs pmh (-) what is the surgeon¿s opinion as to the contributing factor to the patient event? Loss of suture integrity-suture malfunction what is the patient current condition? Six days post-op from revision attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, did both ears experience post op suture breakage? Do you have any samples of lot kjq485 to return for evaluation?